Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient¿s legal guardian that the needle did not deploy when the pod was activated, which is indicative of a needle mechanism failure. The pod was not worn. No impact to the patient¿s glucose level was reported.